Event description:
Pt was being treated for a vehicle vs. Pedestrian collision, and was positive for alcohol and methamphetamines. Pt exhibited aggressive behavior in trying to pull out her foley catheter and her gastrostomy tube numerous times, and was retrained using wrist restraints and a waist posey key lock belt (B)(4). Restraints protocol was observed and documented, monitoring the pt at regular intervals. Somehow, the pt escaped one of the wrist restraints, squeezed herself between the side rail and the mattress and lodged/hung herself. Pt was found to be non-responsive and without a pulse. Code blue was called, and pt was successfully resuscitated. Gap protectors have been purchased that can be inserted in the side of bed between the mattress and side rails, to eliminate gaps and fill space to prevent a restrained pt from slipping between the rails. The gap protectors will be used for pts who are on posey belt restraints.